Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that a zkb00 intraocular lens (iol) was explanted due to a refractive error which was reported as a miscalculated implant. The lens was replaced with the same model, a larger 18.0 diopter. Patient was satisfied.

Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye shows the lens is damaged and incomplete, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint cannot be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.